Event description:
Nellcor received a report of the oxygen supply tubing not staying connected tot he resuscitation bag. Reporter states that another resuscitation bag was used to ventilate the pt and that there was no pt injury.